Manufacturer narrative:
B5 updated. The investigation is ongoing.

Event description:
Additional information has been provided upon request: "the catheter is not available for return. The md felt the ventricular tachycardia was due to poor reperfusion on the left anterior descending."

Event description:
The complainant reported that an elderly female with multiple significant preexisting medical conditions presented in a reduced level of responsiveness and underwent a left heart catheterization, during which a major coronary artery lesion was identified. The patient experienced a cardiac arrest during the procedure, regained circulation, and an impella support device was placed. During removal of the sheath and advancement of the repositioning sheath, the patient developed another cardiac arrest requiring cardiopulmonary resuscitation, after which circulation again returned. A temporary pacemaker was placed due to complete heart block, and the patient was transferred to the intensive care unit. Despite intensive therapy, the patient continued to deteriorate and subsequently suffered an additional cardiac arrest. The family elected to withdraw life-sustaining treatment, and the patient expired. The death occurred in the context of severe underlying illness and withdrawal of care but was conservatively reported in association with the impella device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ppae (cardiac arrest): the root cause of the injury was unable to be determined due to insufficient clinical details.